Event description:
T was reported patient underwent a revision due to recurrent dislocations, stiffness, pseudotumor, and torn abductor tendons. The head, liner, locking ring, and femoral neck were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00632005032- xlpe 20deg poly liner 505254x32- 60745280unknown-unknown kinectiv neck-unknown, unknown- unknown locking ring-unknownmultiple MDR reports were filed for this event, please see associated reports:0002648920-2022-00104, 0001822565-2022-01189. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - head. Reported event was confirmed via medical records provided and reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. The radiographs were reviewed and identified increased lateral inclination of the acetabular cup. This can predispose the arthroplasty to dislocation. No detected periprosthetic abnormality to confirm the reported incident of pseudotumor. Perhaps this could be better assessed with cross-sectional imaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.